Manufacturer narrative:
There was no known patient involvement. The heater-cooler 16-02-80 is not distributed in the USA and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k191402). Livanova deutschland implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is (B)(4). Livanova deutschland manufactures the heater-cooler system 3t . The incident occurred in macquarie university, australia. Reportedly, the customer uses competitor's oxygenators and the hydrogen peroxide (h2o2) is not used to preserve the water quality of the heater-cooler 3t. For this reason, the user performs daily water change to use the device and the tanks are drained after each use. Reportedly, the device is cleaned regularly per the instruction for use. On (B)(6) 2021 the test was repeated and the bacterial count was found to be within the limit (<100cfu/ml). On (B)(6) 2021 laboratory test results shown again a bacterial count exceeding the prescribed limits. The device will be tested again to check for false positive results. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that on (B)(6) 2021 a heater-cooler system 3t device was found to have a bacterial count of 120 cfu/ml which is beyond the limit prescribed by the instruction for use (<100 cfu/ml. ). The test was repeated and the results were within specifications at the contrary of the previous test. There is no known patient involvement.

Event description:
See initial report.

Manufacturer narrative:
H.10: the information about the outcome of the last test performed at the customer site is still pending to livanova. Based on the current level of information, the exact root cause of the reported contamination could not be determined. If any additional information is retrieved a follow up report will be submitted. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
See initial report.

Manufacturer narrative:
H.10: the outcome of the last test performed at the customer site revealed that the unit was not contaminated and according to the hospital they have had false positive tests. Based on the current level of information, despite last test result was negative for bacterial count, it is not possible to exclude that the device was actually contaminated and that the bacterial count returned within the prescribed limits thanks to routine disinfection cycles. In conclusion, the reported positive results for bacterial count may have been caused by: - contamination of the samples during device sampling. - deviation from device instruction for use.